Event description:
It was reported the charger can not locate communicate with the ipg. It was also reported the pt has not maintained his ipg as recommended for over a year. A replacement charger was sent to the pt to help resolve the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.